Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 125 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue. In addition, it was reported that stuck wake button alarm occurred, cause was unknown. Customer cleared the alarm and continued using the pump for insulin therapy.